Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented to the emergency room with a fall, increased capture threshold was observed. X-ray revealed lead perforation. The lead was successfully repositioned and the parameters were good. The lead remains implanted. The patient was stable.